Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause of this issue was determined to that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 14:39:41. During night drain cycle five, the patient's ultrafiltration reading was 1595ml, indicating the home patient drained 1595ml more than their maximum programmed fill volume of 1900ml. No additional information is available.